Event description:
There was a complaint of questionable phosphorus results for 3 patients tested with a cobas 8000 c701 module. The questionable results were reported outside the laboratory. The customer noted discrepant results in the qc which prompted a repeat of the patient samples. Patient 1¿s initial result was 1.02 mmol/l; the first repeat was 0.89 mmol/l, and the second repeat was 0.75 mmol/l. Patient 2¿s initial result was 1.59 mmol/l; the repeat was 1.14 mmol/l. Patient 3¿s initial result was 1.8 mmol/l; the repeat was 1.26 mmol/l. The lot number and expiration date of the phosphorus used were requested, but not provided.

Manufacturer narrative:
The customer stated there were issues with the qc. The field service engineer (fse) found the probe wash levels were not correct and adjusted them. The investigation is ongoing.

Manufacturer narrative:
The investigation determined reagent issues can be excluded. The service actions resolved the issue. No further issues were reported.